Event description:
It was reported that this pacemaker exhibited premature battery depletion as the battery had less than four years during the follow up checked up. Additional information received indicated that the prophylactic replacement schedule was recommended. Subsequently, this pacemaker was explanted. No additional adverse patient effects were reported.